Event description:
It was reported that during a ptca/stenting procedure, the stent dislodged during advancement. The physician had successfully deployed an express2 monorail 3.5x12 mm in the lad. While attemptng to advance the express2 monorail 3.0x12mm, the stent dislodged and remains in the patient. Patient status is listed as "unknown".